Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient was hospitalized after receiving an inappropriate shock due to oversensing from their subcutaneous implantable cardioverter defibrillator (s-ICD). No changes were made and the s-ICD remains implanted and in service. No adverse patient effects were reported.